Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Relevant medical history: patient mentioned they took medication and have a bladder sling the patient reported that every time they walked into the grocery store they got zapped. The stated the feeling lingered for several feet after exiting the gate. They were wondering why this happened. Emi risk and security gate guidelines were reviewed. The caller also reported they were having a return of bladder symptoms and they were wondering if the emi could be related to that. Troubleshooting was not done because the patient had lost their patient programmer. It was noted that the patient reported this as a sudden change in therapy/symptoms. The patient noted they had an appointment with their healthcare provider the day following the day of report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked what the cause of the sudden return of symptoms was, they replied yes, the device was replaced. They also said this was the action/intervention taken to resolve the issue and that it had been resolved.